Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display as well as failed battery test. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display did not return. Customer stated that the contacts on the battery cap are not missing or damaged. Customer was advised to that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. Insulin pump will not be returned for analysis.